Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote transmission indicated that the patient was in atrial fibrillation (af) with rapid ventricular response. There were no issues noted that indicated that the ipg caused or contributed to the patient's symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was higher than normal and they were concerned that their implantable pulse generator (ipg) was not working. In addition, they stated that their atrial fibrillation had gotten worse since the ipg was put in. The ipg remains in use. No further patient complications have been reported as a result of this event.